Manufacturer narrative:
Date sent to FDA: 7/2/1998 h2: based upon the FDA response letter, dated 6/5/1997, this complaint is reportable to the FDA since it is "a device labeled to be impervious to fluid penetration and would be considered a malfunction that is likely to cause or contribute to a death or serious injury if the malfunction were to recur." H3: there was no sample returned nor lot number provided. The evaluation of this reported event was limited due to amount of info available. A review of complaint trends does not indicate that there has been a recent increase in the number of strikethrough complaints. No corrective action is necessary at this time. Trends will continue to be monitored.

Event description:
Account contact reports: strikethrough had occurred at this facility with an impervious gown. Over the last month, operating room technician noted multiple occurrences where dried blood spots were on scrubs. After one case, forearms were covered with dried blood from a pt known to have hepatitis. There was no treatment rendered.